Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual and (B)(4), the root cause is improper placement of the ifuse implants.

Event description:
The surgeon performed a sacroiliac joint fusion on (B)(6) 2012. The patient had some moderate leg pain symptoms immediately post operatively. The patient had a normal neurological exam of the lower extremities with no weakness or numbness. A CT scan showed that the superior implant wa a bit cephalad and was approaching and potentially violating the ala. There was a question of cortical disruption. The third implant appeared a bit short. On (B)(6) 2012, the surgeon performed a revision surgery to adjust the position of the first implant by pulling it back 5 mm. It was reported that the patient has no more symptoms of leg pain and there are no ongoing pain problems.